Manufacturer narrative:
.

Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant are unk. It was reported that approx 12 months post stent graft implant, the pt was seen for a routine follow up and a type I endoleak was noted. It was reported that the physician requested a talent aortic cuff for repair of the type I endoleak. No further intervention has been performed to date. No additional clinical sequelae were reported and the pt is fine.